Event description:
(B)(4). A week after essure was implanted, I began breaking out all over my body. Onsite a week prior to my menstrual cycle I am unable to move. With concerns I contacted my ob specialist about my issues.. He stated oh no your symptom's are not related to essure. (B)(6) 2011 is when device was placed. Ever since that day my life has changed to a nightmare...I've lost teeth, hair, eye lashes, weight gain, chronic pelvic pain, nausea, fatigue, bloating , anxiety, lower back pain, my legs give out causing me to fall, sever migraines, abdomen pain, hearing loss, high pressure in my brain region, high blood pressure, heavy bleeding, clotting large blood clots during menstrual.